Event description:
It was reported that a patient experienced a dental implant loss. Extraction of 25 and immediate placement of an implant included: other attachments of larger diameter than the root and loading ((B)(6) 2026) will be sent later: 5 days post-op (I used 1 additional screw for "classic" osseointegration. The implant was stable during surgical uncovering. No osteointegration.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.